Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the synflate vertebral balloon stick in the access kit 10g diamond after 2 cm. This complaint is on the access kit. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
The product development evaluation was conducted and it states the catheter had some contrast media left in the balloon. The contrast did cure which made it impossible to replicate the complaint description. Due to the cleaned condition, the lubrication on the balloon and inside the working cannula was removed which also makes it difficult to replicate the complaint description. Since the balloon material has a white color (instead of transparent) one can assume that the balloon was inflated over the maximum volume (maximum rated volume for a medium balloon is 5cc). This over inflation can lead to higher insertion forces or as a worst case to a stuck balloon during insertion. The insertion of the balloon to the cannula can be influenced by different parameters. One parameter is the preparation of the balloon prior to re-insertion. An over-inflation of the balloon can also negatively influence the balloon insert ability. Therefore the complaint is indeterminate.